Event description:
During review of internal programming history, it was noted that diagnostic data confirmed that a lead test was interrupted on the date of implant (B)(6) 2009, which inadvertently changed the patient's settings to lead test parameters and no interrogation followed in this visit. It wasn't until (B)(6) 2009, that the settings in question were found and corrected.

Manufacturer narrative:
Analysis of programming history.